Event description:
It was reported by the rep that the device was used during a laparascopic appendectomy procedure. It was reported that the staple line bled. Additional info from surgeon stating "bleeding from ethicon endopath 35 stapler in mesentary and appendiceal stump. Difficult to control. Not the first time. I've had problems with endopath 35. There was no consequence to pt. No other info noted at this time.